Manufacturer narrative:
Insulin pump received with a constant alarm due to a problem with the motherboard. A cracked display window and a scratched lcd window was also noted.

Event description:
It was reported that the insulin pump has a frozen display. The blood glucose reading is 327 mg/dl. Caller stated that customer is using an old pump and the setting are not correct. The time display is not advancing. Advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.